Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, the vessel was not completely recanalized after the completion of the first thrombus aspiration. The physician intended to perform the second thrombus aspiration with the same devices, but the embotrap ii 5x33 revascularization device (et007533, 23d202av) was impeded in the proximal of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) and could not advance any more. The doctor removed the stent and microcatheter (mc) from the patient and switched to a new stent to complete the procedure with the same microcatheter. No additional information is available.